Event description:
It was reported that occlusion alarms occurred. System check was being performed by tandem technical support, however, the customer wasn¿t able to complete the check at the time of report. The customer changed the cartridge and resumed insulin delivery. There was no adverse impact to customer¿s blood glucose level.